Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
The device was not returned for evaluation. The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. A review of the manufacturing records indicated that the product met specifications upon release. However, if the device or additional information becomes available a supplemental report will be submitted.

Event description:
It was reported that the balloon did not deflate during use. No patient injury was reported.